Manufacturer narrative:
The most probable cause is not yet determined, investigation pending.

Event description:
A customer reported follicle stimulating hormone (fsh) quality control (qc) is out of range on the aia-900 analyzer. The customer is using fsh lot f816828 and biorad control lot series 40450. The customer stated they have recalibrated, performed a decontamination, and confirmed maintenance is current. The customer also stated the wash gets mixed at the beginning of the day. The customer contacted technical support specialist (tss) the following day and reported that beta human chorionic gonadotropin (bhcg), estradiol (e2), luteinizing hormone (lh ii), thyroid stimulating hormone (tsh), and progesterone (prog iii) qc are also now out of range. The details of the results were not provided. Tss instructed the customer to check the bf tips, with no issues found. The customer mentioned that the issue is ongoing and decontamination only improves qc for 2-3 days. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.